Manufacturer narrative:
The device was evaluated by olympus and the reported issue was not confirmed. An additional reportable malfunction was identified. The distal end had a crack. Additional issues were also identified. The adhesive on the bending section cover was peeling off. The light guide lens had a crack. Additional parts needed replacement due to annual inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, there was difficulty passing the endotherapy instrument through the channel of the evis exera ii duodenovideoscope. Some foreign material came out from the biopsy channel which was identified as a part of a boston scientific pancreatic duct (pd) stent from the previous case. The intended procedure was completed with the same device with no surgical delay. No patient injury or additional treatment was reported. The scope was reprocessed routinely before the procedure. The nurse had only inspected the outer appearance of the scope prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material remained in the device because there was deviation from the instructions for use during the device inspection prior to use. However, a final root cause was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the instrument channel and forceps elevator.¿ additionally, it¿s likely the distal end cracked due to stress from the users handling. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.